Event description:
A user facility reported that they experienced leaking with two disposable drug reservoirs. One leak was observed while filling the reservoir at the pharmacy and the other was discovered when the reservoir was being attached to a patient's administration set. According to the complainant, the reservoir-tubing split (in the radial direction) where it joins the female luer connector. There was no injury associated with the reported malfunction.